Event description:
A 110-4b catheter was placed in the paitent. The icp reading was started. A check catheter connection message appeared on the monitor. Biomed found that the transducer/fiber optic in the 110-4b was not working correctly the catheter was removed and a new one was replaced. The new catheter functioned as desired. The patient was not injured but intervention was required to replace the catheter.